Event description:
Corail stem fracture.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
Product not sold in u.s. The images provided confirmed the incident (fracture of the neck of the stem situated near the laser etching). The stem fractured is a corail first generation manufactured in 1998. A similar complaint (dint 5948) concluded that the incident was related to a fatigue rupture caused by the etching on the neck. To remove this risk of rupture of the neck, a corrective action was implemented in 2004: the etching location in a non-stressed area (front of the cone). Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.